Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the threads of one sequoia closure top were damaged. It was removed and replaced with and alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned sequoia closure top (pn 3301-1) for the failure of stripped threads. The severity of this event is 3 (B)(4). A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in (B)(4). Labeling was reviewed in this etm and found to be adequate. This device is used for treatment. No medical records were provided with the complaint. Inspection: the returned device was confirmed to match the part and lot number of this complaint file. Visual inspection reveals fractured threads. Complaint is confirmed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history: see (B)(4) for a review of the complaint history for this issue. Potential root cause: as this failure is regularly occurring with known causes and impacts, a more thorough investigation has been documented and can be found in (B)(4). This evaluation provides a full analysis of potential causes based on testing performed by the engineering department, a review of the IFU and stg, as well as an analysis of the failure rates, severities and overall risk evaluations for a time period greater than the standard 12 month evaluation based on (B)(4). As this etm is being referenced, the failure that has occurred in this event does not exceed the severity identified and is associated with the failure being assessed in the etm. Per the etm, the cross threading/stripping can often occur due to misalignment of the screw head on the extender sleeve. Corrective/preventive action: no corrective or preventive actions are recommended. Recall and product hold search: "mm03" and "msc3n" searches were conducted in sap for pn 3301-1 and ln aas for any active holds or recalls. No active holds or recalls were found.

Event description:
It was reported that during the procedure the threads of one sequoia closure top were damaged. It was removed and replaced with and alternate to complete the case. There was no reported patient harm.